Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
About one month post implant it was reported that there was a right ventricular (rv) lead integrity warning with oversensing noted. Review of the interrogation reported showed a high rate non-sustained episode and varying lead impedance. The patient was scheduled for surgery. At the procedure, when the physician opened the pocket it was found that the lead was not secured in the device. The rv lead tested within normal parameters and was secured back into the header of the device and tested again. The rv lead was found to be working within normal parameters and therefore remains in use. No patient complications have been reported as a result of this event.